Event description:
As reported by the study in another country, approx 9 weeks after percutaneous coronary intervention, the pt died at home.

Manufacturer narrative:
This female pt who presented to the cardiac catheterization unit with an acute anterior wall myocardial infarction and 2-vessel disease was found. Pre-procedure medications included aspirin. Pre-procedure troponin was greater than or equal to five times above the upper normal limits. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure medications included aspirin. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was first performed on a chronic total occlusion lesion in the mid to proximal left anterior descending artery of 50mm in length in a 2.6mm vessel diameter with moderate tortuousity of the proximal segment. The type c lesion eccentric lesion was characterized as ostial, total occlusion less than 3 months, an irregular contour, moderate calcification and with thrombus present. Thrombin inhibition in myocardial infarction (timi) flow was also 0. An intra aortic balloon pump counterpulsation (iabp) was done during the procedure. Pre-dilation was done with a 2.5x15mm balloon at 12 atmospheres (atm) before two overlapping stents were deployed. A 2.5x33mm cypher select plus was deployed at 14 atm followed by a 2.75x23mm cypher select stent at 15 atm with satisfactory results. Intra-vascular ultrasound (ivus) was not done. Pci was performed next on an 85% de novo lesion in the proximal left circumflex of 10mm in length in a 3.5mm vessel diameter. This vessel was at a bifurcation requiring double guidewires and with moderate tortuousity of the proximal segment. The type c eccentric lesion was characterized with an irregular contour, ostial, angulated between 45-90 degrees, moderate calcification and thrombus present. Direct stenting was done with a 3.5x13mm cypher select plus stent at 15 atm with satisfactory results. Intra-vascular ultrasound (ivus) was not done. Post-procedure troponin was greater than or equal to five times above the upper normal limits. Post-procedure medications included permanent aspirin, permanent clopidogrel and anticoagulants. One month following the procedure, the pt was asymptomatic and all medications remained the same. Approx 5 weeks later, the pt died at home. It was listed as a cardiac death by an acute myocardial infarction with evidence of a mi present as indicated by the pt's daughter. An autopsy was not performed. However, the site indicates that due to the lack of source data, it cannot be proven that an mi occurred as indicated by the daughter. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. It was reported that approx 9 weeks post index procedure, the pt died at home. An autopsy was not performed. According to the reporter, the event was unrelated to the study devices and possibly related to the procedure. However, without an autopsy, a definitive cause of death is not known. It is possible by the arc guidelines, that the pt had a thrombosis. In this case, there are multiple factors that could have contributed to the reported death. The pt's age, gender and emergent presentation put her at increased risk for mace. According to the acc lesion classification, these lesions were moderate to high risk (type c, diffuse, length >20mm, moderate tortuousity of proximal segment, moderate angulation, total occlusion, ostial, some thrombus present). One stent was used off label; according to the IFU, the cypher stent is indicated for lesions with a length < 0r =30mm, in his case, one of the lesions was 50mm. In addition, the safety and effectiveness of the cypher stent has not been established in pts with recent acute mi where there is evidence of thrombus or poor flow. The IFU also indicates that "thrombosis following stent implantation is affected by several baseline angiographic and procedural factors. These include vessel diameter less than 3 mm, intra-procedural thrombus, and dissection following stent implantation. In patients who have undergone coronary stenting, the persistence of a thrombus or dissection should be considered a marker for subsequent thrombotic occlusion." In this case, pt factors, vessel/lesion characteristics and procedural factors could have contributed to the reported event. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of three products associated with this pt that were reported under the following manufacturing numbers 9616099-2007-02130, 9616099-2007-02131 and 9616099-2007-02132.